Manufacturer narrative:
The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a chemolock¿ vial spike, 20mm experienced leakage and chemo exposure not requiring intervention. The reporter stated that, the leakage of the vial during withdrawal of the solution. The problem of the product occurred on 06-jun-2025. The status of the product at time of event was during preparation. The number of involved problematic device was not known. The identity of involved and/or mating devices was vial adaptor 20 mm. The medication involved is paclitaxel 300 mg/50 ml fresenius kabi. No serious injury, no blood loss and no med/surg intervention required. There was unprotected chemo exposure and adverse operator consequences. The device was changed out/replaced with no further problems encountered. It was detected prior to direct patient use. The product was disposed of. There was delay in critical therapy.

Manufacturer narrative:
Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.